Manufacturer narrative:
The reported complaint of sparking observed while turning on the programmer was confirmed. The event was reproducible in the lab during product testing. Analysis revealed the power supply unit to be the cause of the event.

Event description:
It was reported that sparking was observed while turning on the programmer. The programmer was replaced to resolve the event and there were no adverse events involving the user or the patient.